Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported "according to the feedbacks from the nurses in the department of head and neck oncology, the splits could not be used when the water bent at the tip of the needle was being prepared for the infusion of the disposable implantable drug delivery device." A specific number of affected devices was not provided by the complainant.